Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.

Event description:
User facility reported that when the clinician removed the semipermeable dressing from the patient, the device needle withdrew with the membrane and stuck the clinician. The clinician received treatment consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.